Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h11. As reported, the seal of a 5f mynx control vascular closure device (vcd) was found punctured upon opening the box. The device was not used and did not cause any complications to the patient. There was no damage to the outer box. No sharp tool, box cutter, or scalpel was used to open the box. There was no reported patient injury. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation, and one picture of the device was provided. Per the picture analysis, a mynx control package could be noted with a pin hole on the left side of the pouch. However, a scratch mark could also be observed. The scratch marks are commonly associated with damages with sharp objects. In this case, it is very likely that the same factor that caused the scratch marks caused the hole. No other anomalies could be noted with the picture provided. Per visual analysis of the returned device, the unit was thoroughly inspected observing that buttons 1 and 2 were not depressed. The stopcock is set in the open position, and the sealant remained in its manufactured position. No damages to the atraumatic tip or sealant sleeves were observed, keeping the sealant fully protected. The syringe was returned; however, the procedure sheath was not. Neither the original packaging, pouch, nor the box was returned to be evaluated. No other outstanding details were noticed. The reported event of ¿packaging/pouch/box-frayed/split/torn-inner package¿ was confirmed through analysis of the picture received since a pinhole was observed. However, without return of the packaging for analysis, the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and picture analysis, handling factors likely contributed to the damages noted to the packaging as evidenced by the scratch marks noted in the picture. Scratch marks are commonly associated with damages due to interactions with sharp objects, and in this case, it is very likely that the same factors that caused the scratch marks caused the observed pin hole. As warned per the information on safety within the instructions for use (IFU), ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the picture analysis, product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h2, h3, h6, and h11. This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the seal of a 5f mynx control vascular closure device (vcd) was found punctured upon opening the box. The device was not used and did not cause any complications to the patient. There was no damage to the outer box. No sharp tool, box cutter or scalpel was used to open box. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information provided by user has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.